Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. The physician noticed that the closure device dislodged during the cavo-tricuspid isthmus (cti) ablation. The physician successfully retrieved the 24mm closure device and successfully reimplanted a 27mm wds. There were no complications that were reported to have occurred as a result of this event.